Manufacturer narrative:
Batch review performed on 22 june 2021: lot 2013106: (B)(4) items manufactured and released on 13-jan-2021. Expiration date: 2026-01-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 20 days after primary the surgeon performed a washout and revised the competitor head and medacta liner. The surgery was completed successfully.